Event description:
It was reported that no magnet response was able to be achieved from the implantable pulse generator (ipg). It was further reported that the right ventricular (rv) lead exhibited over-sensing on stored electrograms (egm) as well as short v-v intervals. The ipg and rv lead remain use .no patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4511 lead was implanted (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.